Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 16x2.5mm, concentric target lesion was located in the non tortuous and non calcified mid right coronary artery. Following pre-dilation, a 2.50x20mm promus element plus drug-eluting stent was deployed to treat the lesion. However, post deployment of the stent, the physician noticed a proximal edge dissection. A non-bsc stent was deployed proximally to cover the dissection. No further patient complications were reported and the patient's status was stable.